Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture. This damage typically occurs if the device is advanced against resistance. If the lantern is advanced against resistance during use, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation revealed a distal shaft ovalization. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and a non-penumbra sheath. During the procedure, while advancing the lantern into the sheath, the physician broke the lantern at the midshaft. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same sheath. There was no report of an adverse effect to the patient.